Manufacturer narrative:
Investigation: one sealed 30 ls, lot number 1706211p and one picture was received by our quality team for investigation. Upon visual inspection of the sample and picture received, no damage or molding defect can be observed in the syringe to verify a molding defect. A device history record review found no non-conformances associated with this issue during production of this batch. The two dots on barrel are part of syringe design. They are injection points which means polypropylene material is injected in the mold at these points during molding process but they are not holes. These injection points do not affect to syringe functionality. Leakage testing was performed with the syringe received according to procedure and no leakage was observed in the syringe through these injection points. Based upon the quality team's investigation, the root cause of this incident is related to the product design.

Event description:
It was reported that after a bd plastipak¿ hypodermic luer slip syringe leaked during use, and while the customer was checking the syringe, they noticed ¿2 small dots¿ on the tip of the syringe. There was no report of injury or medical interventions.